Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/12/2016 with the following findings: on investigation, the alleged power issue was verified in the black box and duplicated in the evaluation. Review of the black box data found records of power-on-reset before and after the event date. The total daily delivery added up correctly and reflected the users programmed basal rates. Battery compartment crack was found on the side of the compartment running from the threads to the case seal. The threads on the returned battery cap were also stripped. The cap was unable to secure properly onto the pump and the pump failed to power on. A test cap was able to secure onto the pump to allow the pump to power up to the verify screen. Auditory and vibratory features were operational. No tactile issues were found with the buttons. The pump¿s delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruption. Pump casing was opened and there was no evidence of moisture intrusion or damage to the power circuit internally.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that on (B)(6) 2016, the patient had blood glucose reading in the range of 200 mg/dl with shortness of breath and unspecified level of ketones. Reportedly, the patient was admitted into the hospital, treated by medical professionals with intravenous fluids and insulin via injection and pump. It was reported that the patient also had upper respiratory infection and asthma and was not discharged until the complaint date. The patient allegedly discontinued pump therapy without any information provided regarding any adjustment to the pump settings. It was reported that there was an intermittent power issue with the pump since (B)(6) 2016. The battery compartment was reported to have cracked while the battery cap was undamaged. No moisture or corrosion was noted by the reporter. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged damaged battery compartment. The pump has been returned and evaluated by product analysis on 02/12/2016.